Manufacturer narrative:
Justification for no UDI: this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator was unable to detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The CPR uni-padz were returned to zoll canada for evaluation. The customer's report was observed during initial testing; however, the sternum and lateral pads were attached together upon receipt. Therefore, the cause of the report could not be evaluated further. The pads were scrapped. Analysis of reports of this type has not identified an increase in trend.